Manufacturer narrative:
The customer sent the device back to natus (B)(4) for evaluation. Technical team reviewed the returned device and the following was completed: replacement of the impulse on suspected error = new ato impulse. Safety and final test was successfully completed and ok. Justification for not providing below information and applicable sections: patient information - no patient involvement. Relevant tests / laboratory data - this section is not applicable as no patient injury reported. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury reported. Lot # - this section is not applicable as the medical device does not have a lot number. UDI - information not available at the time of the report this will be submitted in the follow up report. Expiration date - information not available at the time of the report this will be submitted in the follow up report. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. Manufacture date - information not available at the time of the report this will be submitted in the follow up report. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Customer noticed inconsistent results during pre-clinic testing and the device was removed from use. This was discovered at pre clinic testing and not used on a patient. This had the potential risk of misdiagnoses if used on the patient.

Manufacturer narrative:
Device was repaired and sent back to the customer.